Event description:
It was reported the patient experienced pain and discomfort at the ipg pocket site. In turn, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was repositioned and relocated to address the issue.

Manufacturer narrative:
Date of event is estimated. Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.